Event description:
The customer reported several drops of fluid leaked outside the instrument during secondary mode involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the travel for the rinse block and performed test probe wash routine and resolved the fluid leak issue. The fse performed mode-to-mode secondary calibration and resolved mode-to-mode issue. The fse completed system startup, latron, and controls in primary and secondary mode; all results were within specifications. The instrument conformed to the manufacturer's published specifications. (B)(4).